Event description:
During a laparoscopic cholecystectomy, on 5/8/95, a piece of the cannula tip broke and became a free body in the abdominal cavity. The laparoscopic surgical procedure was converted to an open procedure and the loose body was located in the left lower quadrant of the abdomen and was subsequently retrieved.